Event description:
A malfunction was reported, identified as malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information, which successfully reset the malfunction. The customer was informed to continue using the pump and advised to contact support if the issue reoccurs.